Event description:
It was reported by patient that the mlink was working, but no longer does. It will not even light up. Arrangements being made to send out new mlink. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.